Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that there was moistture behind the display, and the pump was experiencing intermittent power issues. The patient had a blood glucose of 238 mg/dl with polyuria., but required no unusual treatment. The bg excursion does not meet animas criteria for a serious adverse event. This complaint is being reported due to the allegation of the intermittent power issue, which could lead to the long term cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. The black box showed a cs 054/052 alarm followed by a loss of prime and pump reboot. There were several unexplained pump reboots observed where deliveries were never resumed. There was no damage found to the battery compartment or the returned battery cap. There was no moisture observed in the battery compartment. The returned battery cap fully attached to the pump with no yellow o ring showing. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found ot be delivering accurately and within range. The pump completed a 24 hour duration test with no reboots duplicated. A leak test failed due to a display lens leak. The pump cover was removed and there was moisture ingress observed on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.